Event description:
It was reported that surgical intervention may be undertaken to replace the ipg for an unknown reason. Additional information is not available at this time.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.